Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Additionally, investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead exhibited noise and oversensing. The device recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv)/respiratory sensor signal. The lead impedance measurements were reportedly within range during the episode. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.